Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that during pre-dilatation in the moderately calcified right coronary artery, the voyager nc balloon was inflated to 12 atmospheres. During the second inflation, the balloon ruptured at 10 atmospheres. There was no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It is possible that the balloon may have become scratched/damaged such that the balloon ruptured during the second inflation, as no damage was noted during preparation for use or during the first inflation; however, this cannot be confirmed. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. In this case, although there is no indication of a lot specific product quality deficiency, without return of the device for analysis, a definitive cause could not be determined.